Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle lead and atrial lead exhibited noise that was oversensed by the device. No intervention was performed. The patient was stable and will continue to be monitored.